Manufacturer narrative:
The device was not returned so the complaint cannot be confirmed. The production records were reviewed, and no issues were noted. All devices distributed from this lot met all of the requirements for release. There have been no other complaints associated with this lot of devices. A review of the balloon tubing used to manufacture the balloons used on this lot of devices was performed. There are no other complaints associated with this balloon tubing lot number. Two reject devices from a different lot number, but used the same balloon material, were pulled and tested for rated burst pressure. A guidewire was inserted, and then the balloons were taken up to the labeled rated burst pressure of 3.5 atm, with room temperature water. The first catheter had been rejected for a pinched inner tubing in final inspection. This balloon did not burst until 7.0 atm, double the labeled rated burst pressure. The second catheter had also been rejected for kinked inner tubing in final inspection. This balloon did not burst until 6.5 atm, more than the labeled rated burst pressure. The initial report from the user facility stated that they did not use an inflation device with pressure gauge to inflate the balloon. Numed's IFU states that an inflation device with pressure gauge should be used to monitor pressure. The specific warning states "warning - caution: do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath."

Event description:
As reported by the user facility / foreign distributor; balloon rupture.